Event description:
This event involved a female who was undergoing a roux-en-y gastric bypass procedure. During firing of an endo gia stapler, the device only half- fired. Although there was no injury to the pt, another device had to be used to finish the case. Please note that the manufacturer rep took the device with him.